Event description:
A malfunction alarm on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.